Event description:
Physio-control engineering has investigated an occurrence where the MFR of the biphasic to therapy pcb flex cable, designator w20, discovered tin whisker growth which may cause a shorting of the flex cable. Shorting of the flex cable may result in failure to charge or transfer energy. There have been no confirmed failures of distributed devices related to this issue.

Manufacturer narrative:
The physio-control investigation determined the root cause of the reported problem to be the use of rohs compliant material in the manufacturing of the flex cable. It was determined that no field action was warranted. Manufacturing of the flex cable has returned to using non-rohs compliant material, which inhibits the growth of tin whiskers.